Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: d2b (qew; dqx). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the aspirex catheter. During the procedure in the popliteal vein via ipsilateral approach, the large amount of blood coming out the back of the green handle. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation a heavy clogged catheter was received. The test guide wire went through the catheter with slight resistance. The aspiration test was performed, and nominal aspiration level was achieved. Therefore, the result of the investigation is not confirmed for the reported failure. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d2b (qew; dqx), g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the aspirex catheter in popliteal vein via ipsilateral. During the procedure, the large amount of blood coming out the back of the green handle. A 6fr aspirex was used after and stent was later placed. There was no reported patient injury.